Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "start new sensor" message after 10 days of wearing the adc freestyle libre sensor and was therefore unable to test. Customer experienced a loss of consciousness and received unspecified treatment by a third party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection of the sensor plug and damaged was observed to the guide tabs. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "start new sensor" message after 10 days of wearing the adc freestyle libre sensor and was therefore unable to test. Customer experienced a loss of consciousness and received unspecified treatment by a third party. There was no report of death or permanent injury associated with this event.